Event description:
It was reported that the broncho videoscope received a b30 scope communication error code. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the b30 scope communication error code was due to corrosion on plug unit. The channel mount unit had foreign object. The grip was sticky. Due to a pinhole on the channel tube, water tightness was lost. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.